Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot. Upon troubleshooting, the fse observed a startup delay after several restarts, and on one occasion, the system froze during boot-up. Further restarts were conducted, but no additional issues were detected. Upon further investigation, the fse found that the users typically shut down the system only once a week, on fridays, for calibration and setup, as the lab functions as an emergency room. The fse recommended carrying out this procedure at the beginning of the week to ensure a faster service response in case of future issues. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the boot up sequence. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.